Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 3016094. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported the bd intima-ii¿ closed IV catheter system had leakage occur. The following was received by the initial reporter: verbatim: the patient was admitted to the hospital because of "repeated dizziness and weakness of limbs for more than 2 years, aggravated with cough and sputum for 2 days", and was diagnosed as "1. Sequelae of cerebral infarction 2. Lung infection 3. Multiple stage iii pressure sores". According to the doctor's instructions, at about 9 o'clock on (B)(6) 2023, the patient was given infusion therapy through intravenous indwelling. After a period of infusion, there was continuous slight leakage between the pinholes of the indwelling needle, and no abnormalities were found in the skin around the indwelling needle. The catheter is removed and reinserted. This adverse event caused a second puncture injury to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii¿ closed IV catheter system had leakage occur. The following was received by the initial reporter: verbatim: the patient was admitted to the hospital because of "repeated dizziness and weakness of limbs for more than 2 years, aggravated with cough and sputum for 2 days", and was diagnosed as "1. Sequelae of cerebral infarction 2. Lung infection 3. Multiple stage iii pressure sores". According to the doctor's instructions, at about 9 o'clock on (B)(6) 2023, the patient was given infusion therapy through intravenous indwelling. After a period of infusion, there was continuous slight leakage between the pinholes of the indwelling needle, and no abnormalities were found in the skin around the indwelling needle. The catheter is removed and reinserted. This adverse event caused a second puncture injury to the patient.